Event description:
The customer reported a vent inop condition, pressure sensors failure occurrence. Failure of proximal and machine pressure sensors may affect the accuracy of the system pressure during use in normal ventilation mode. No patient involvement reported.

Manufacturer narrative:
Conclusion / root cause: wiggling the da-mc cable caused an increase in blower motor output, a patient disconnect alarm then the vent went into vent inop indicating an intermittent connection when the cable was wiggled. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported a vent inop condition, pressure sensors failure occurrence. Failure of proximal and machine pressure sensors may affect the accuracy of the system pressure during use in normal ventilation mode. No patient involvement reported.

Manufacturer narrative:
(B)(4).